Event description:
It was reported that the procedure was to treat two lesions. The first lesion was in the left main (lm). A 4.0 x 23 mm vision stent was direct-stented and post-dilatation was performed. The stent appeared to be apposed to the vessel wall; however, it was noted that the vessel size may not have been judged appropriately. The second lesion was in the proximal left anterior descending (lad) artery with mild calcification, and was direct-stented with a 2.75 x 38 mm xience prime; however, during removal, the xience prime stent delivery system balloon met resistance with the previously implanted vision stent and pulled the vision stent into the aorta. A snare device was used to retrieve the stent. The patient was reported to be stable after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the shaft, stent implant and balloon and in the guide wire lumen. There was contrast on the shaft and stent implant. The stent implant was returned. There was thick dried blood, contrast, tissue and teflon coating throughout the stent implant. The entire length of the stent implant was stretched out and mangled. There was one stent strut that was fractured. There was no other damage noted to the stent implant. The noted thick dried blood, contrast, tissue and teflon coating and stent condition appear to be related to interaction with accessory devices during the snaring procedure. The balloon had been pressurized and was returned refolded and partially inside the protective sheath. There was a kink in the hypotube 2 millimeters proximal to the guide wire exit notch. There was a bend in the hypotube 13.3 centimeters distal to the strain relief tubing. There was no other damage noted to the sds. The noted kink and bend was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. In this case, the vision stent was direct stented in the left main artery. The xience prime was then direct stented in proximal left anterior descending (lad) and during removal of the xience prime there was resistance with balloon and the previously implanted vision stent which was pulled into the aorta (device damaged by another device). It appears that because the xience prime was implanted distal to the previously implanted vision, this subsequently contributed to the interaction between the xience prime balloon and vision stent. It should be noted that the instructions for use (IFU) states to pre-dilate the lesion with a ptca catheter. The lack of pre-dilatation does not appear to have contributed to the reported event. The reported difficulty to remove and device damage by another device appears to be related to the operational context of the procedure. To help ensure this difficulty is not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for proper balloon deflation and proper stent deployment. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported difficult to remove or device damage by another device for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.